Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedances (sli). The sli measurement went from about 70-80 ohms to about 155 ohms, in several months. Troubleshooting options were discussed with the health care professional. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.